Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by a failure of the qb board, which is the video control board. Omsc concluded that the qb board may have failed due to aging, because 5 years and 4 months have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. Ofr inspected the device and the printed circuit board, silicon die plate and gasket was replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device had broken down. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscopic image was not displayed due to a failure of the printed circuit board.